Manufacturer narrative:
The customer reported, the device failed to detect the ECG cable. There was no report of pt impact. Philips evaluated the device and confirmed that the device could not acquire pads/paddles ECG. Replacing the processor pca resolved the issue.

Event description:
The customer reported, the device failed to detect the ECG cable. There was no report of pt impact.